Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that errors was caused by inconsistencies between server/station database. A technical support specialist confirmed after disaster recovery and upgrade station errors no longer occured. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system users getting error & immediately logged out. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.